Event description:
It was reported that balloon rupture occurred. A 2.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, after multiple dilations, the balloon ruptured. The procedure was completed with a wolverine balloon. No patient complications nor injuries were reported.